Event description:
It was reported that the implant at tooth location #19 fractured in the patient's mouth. The implant was removed, and the site grafted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. A portion of the unknown zimmer screw was returned fractured inside the implant. Visual evaluation of the as returned product identified signs of use. Bone debris observed on external threads. Implant fractured at the collar. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (1247032). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247032) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are due to abutment over-prepped, clinician selects implant that is unable to resist long-term occlusal loading. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.